Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted 21 months, was explanted due to stenosis. There were no adverse pt effects.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, a piece of host tissue and a remnant of chordae tendineae were rec'd with the valve for analysis. Chordae tendineae remained attached to the outflow rail adjacent to the left and right cusps. All leaflets were stiff due to host tissue on the outflow. Areas of the free margin and lunula of the left and right cusps were slightly flexible. All leaflets were intact on the inflow. Due to host tissue overgrowth, the condition of all commissures could not be determined. Glistening off-white pannus covered the right non-coronary and non-coronary left stent posts, partially covered the left right stent post, extended along the outflow rails, to the outflow margin of attachment; partially filled the left and right cusps and filled and stiffened the non-coronary cusp resulting with restricted leaflet movement. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.